Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) in (B)(6) sent an email reporting a diagnosis of corneal ulcer in (B)(6) 2017 while wearing the acuvue oasys brand contact lenses. On 30jul2018 a call was placed to the pt and additional information was provided: on (B)(6) 2017 the pt fell asleep for about 30 minutes with the lens in the od. When the pt awakened, the od was red, but the pt continued to wear the lens until that evening. The pt did not notice anything unusual with the suspect lens on removal. The following am the pt¿s od was red with discharge and the pt saw a ¿white dot on the eye¿. The pt was out of town but purchased eye drops (name was unknown) that were recommended by a pharmacist. Pt reported the drops did not help the symptoms. On (B)(6) 2017 the pt went to a hospital and was diagnosed with an od corneal ulcer. Pt was prescribed vigamox every hour (duration was not provided) and hydrogel. The pt reported daily visits to the hospital and after 1 week, the pt was referred to a cornea specialist. The eye care provider (ecp) name and contact information were unknown at that time. Pt also reports a diagnosis of viral conjunctivitis od from the many visits to the hospital. The pt was advised to continue the vigamox treatment. On (B)(6) 2018 the od was better. Pt also reported that approximately 1 ½ weeks from the (B)(6) 2018 date, the symptoms were ¿completely¿ better. Pt reported that same week, the medical treatment was discontinued. In (B)(6) 2018 the pt was advised to wear an astigmatism od contact lens (brand was not specified). Since (B)(6) 2018 the pt has returned to ¿occasional¿ oasys (spherical) brand contact lens wear without issue. Pt reported a daily wear schedule of 1 to 1 ½ months and uses renu solution to disinfect the lenses. On 31jul2018 a call was placed to the hospital where the pt was treated, but no medical information was provided. On (B)(6) 2018 an email was received from the pt with attachments: a prescription for glasses dated (B)(6) 2018 od (-2.00/-1.50/25) and os (-2.25/-1.00/165) dip medium, lenses with anti-reflection. A note from the ecp dated (B)(6) 2018, "I declare for the proper purposes that the above patient presented visual acuity with correction of 20/20 (1.0) in both eyes. Displays leukoma in the od, off the visual axis. Can wear toric gel lenses with proper care"; h52 hypermetropia. On (B)(6) 2018 a call was placed to the pt to see if pt returned to contact lens wear, but no additional information was received. No additional information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002r31 was produced under normal conditions. The suspect od lens was discarded. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings